Manufacturer narrative:
The failure investigation has been completed and the alleged issue of malfunction was verified; however the alleged issue of unexpected shutdown could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly and that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.